Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Functional tests were conducted on 20 retained samples for defective locking mechanisms and hub/collar separation, all of which passed without signs of damage or separation during activation of the safety shield. Additionally, 10 retained samples were tested for sleeve function using 10 tubes per needle, all passing without issues such as side pierced sleeves, poor sleeve recovery, or leakage. Furthermore, 20 retained samples underwent testing for difficulty in opening the package, and all samples were successfully opened without defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: difficult to open, hub/collar separation and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, sleeve leakage occurred, and the needle separated from the holder on 17 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, sleeve leakage occurred, and the needle separated from the holder on 17 units. No adverse impact was reported regarding the patient or user.